Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported discrepancy between sensor glucose reading and blood glucose reading due to this inaccurate sensor reading insulin threshold suspension was triggered. The event involved product(s) mmt-5120d2. Troubleshooting was performed. Sensor glucose value from reported event is 3.8 mmol/l and blood glucose value from reported event is 20.4 mmol/l. The difference between sensor and blood glucose was not within the range, and was more than 30%. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Product return for mmt-5120d2 is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.